Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 1 failed to close and unable to recover. User tried to reboot but the issue didn't resolve. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that drawer 1 failed. A field service engineer (fse) unseated and reseated all row board connections; after rebooting, the failure was resolved and tested functionality. The system functioned as intended after the field service engineer repaired the device.